Manufacturer narrative:
Patient information was refused from the site. Analysis on the returned biopsy needle kit resulted in a mechanical failure that was found through visual and physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the biopsy kit would not secure the needle properly. A second kit was opened and the procedure continued as intended. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.